Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a critical pump error on their insulin pump. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation. No critical pump error open book image alarm noted. The insulin pump was programmed with test guardian 2 link and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. The insulin pump was monitored for two days and no unexpected sensor rf errors or alarms noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.